Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to secure sterile field for the procedure, spread a clean wrapping paper first place waterproof sheet beneath patient¿s buttocks. (Fig. 1) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2) fig. 1, fig. 2. Cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) lubricate catheter by water-soluble lubricant packaged in the tray. (Fig. 4) fig. 3, fig. 4. Carefully insert catheter into the urethral meatus, and advance it until the balloon enters the bladder. Using a syringe packaged in the tray, gently infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. Inject entire amount of water contained in the syringe. Water should not remain in the syringe after infusion. (Fig. 5) pull catheter slightly to seat the balloon at the level of the bladder neck. After secure placement of catheter in the appropriate position, fix the drainage bag to the bed properly. (Fig. 6) fix the outlet tube of drainage bag to the bed sheet using clips to ensure that there is neither twist nor kink in the tube. (Fig. 7) to deflate balloon and remove catheter, gently insert a luer tip (needleless) syringe in the inflation valve. Even without aspiration, sterile water in the balloon will come out spontaneously through balloon deflation. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. How to remove tamper-evident seal: foley catheter and outlet tube of the drainage bag are pre-connected, and connecting parts are covered with red seal (tamper-evident seal), which makes separation visible if they are disconnected. The seal prevents unnecessary and inadvertent separation of catheter and drainage bag as well as entry of bacteria into the drainage system. If it is necessary to disconnect catheter and drainage tube, flex catheter a little as illustrated, grasp tab at the end of the tape, and pull along perforations until the section is removed. (Fig. 8) how to use sampling port: kink drainage tube at least 10 cm apart from the sampling port, and confirm that urine is flowing into the port. Cleanse rubber portion (puncture site) of the sampling port with alcohol wipe. Penetrate the sampling port with a 21g or smaller needle. (Fig. 9) aspirate desired volume of urine, place it in a specimen bottle, and send it to laboratory." Correction: device info. (B)(4). The device was not returned.

Event description:
It was reported that the printed letters on the surface of the product blurred on appearance before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the printed letters on the surface of the product blurred on appearance before use.